Event description:
The article, "case report: early aortic valve failure after surgical bioprosthesis implantation", was reviewed. The research article presents a case of a male patient with a history of double valve replacement (dvr) procedure completed sometime in 2018 due to severe mitral regurgitation (mr) and moderate aortic stenosis (as). A non-abbott device was implanted in mitral position and a 21mm sjm epic valve was implanted in aortic position. The patient complained a shortness of breath in sometime in 2019. Transthoracic echocardiogram (tte) detected severe as and moderate ms. The patient was admitted to the hospital for further examination. Bilateral pleural effusion was detected. Normal sinus rhythm and heart rate was 61 bpm. Ejection fraction (ef) of 26%, and mean pressure-gradient (mpg) 63mmhg. Mitral stenosis was not able to be ruled out. Leaflet of the valve in aortic position was confirmed to have been thickened which resulted in limited open position. All three leaflets of mitral valve was confirmed to have been also thickened. The substances having equal luminance adhered on the inflow surface of the leaflet. It was difficult to distinguish whether this substances are a part of pannus or thrombus. The patient was high risk for redo surgical replacement due to deterioration of renal function, low ef, and high mortality. Although the leaflet became thickened but tissue sclerosed was less observed. It was considered that thrombi might have adhered onto the leaflet. Anticoagulation therapy was administered. One month after the treatment started the patient's values improved. Two months after the treatment, gradient for aortic position dropped by 16mmhg. It's been 3 years since anticoagulant therapy started at the present though, neither recurrence of pressure gradient increasing nor cardiac decompensation has been occurring. [The author and corresponding author of this article is mitarai, riyo, md, oita oka hospital japan, 3-chome-7-11 nishitsurusaki oita, 870-0105].

Manufacturer narrative:
Summarized patient outcomes/complications of epic valve were reported in a research article in a subject population with co-morbidities including severe mitral regurgitation and moderate aortic stenosis. Some of the complications reported were shortness of breath, severe as and moderate ms, bilateral pleural effusion and thrombus onto the leaflet; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Date of event is estimated as only the year was provided implant date is estimated as only the year was provided.